Event description:
Caller indicated the relion prime meter was giving high readings. Customer mentioned two incidents where the paramedics were called because he took too much insulin based on the meter reading and his blood sugar dropped too low. In (B)(6), he dosed himself based on the meter reading, went to bed and ended up going unconscious so his sister called the paramedics. The emt did not tell him the actual reading at that time, but he believes it was around 30 so they gave him glucose through the IV. They did not specify how much glucose he was given. On (B)(6) at 10:45pm he checked his blood sugar and got 372 so he took 15 units of regular insulin and 15 units of levemir. He waited up until 12:06 am ((B)(6)) and got a reading of 343 so he took an additional 15 units of regular insulin and ate a roast beef sandwich and went to bed. He state he as suffering from insulin shock in the morning because he was non-responsive, his sister was not able to wake him up, so she called the paramedics. He was making some kind of snoring noise and grinding his teeth. The emt meter read 27 at 6:15am. The emt checked his blood sugar again at 6:35 am and got 67. They then did a test with prime meter and got 86 with same drop of blood. Emt administered 15 grams of glucose through IV from 6:15-6:35 am. Storage and technique are good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.